Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were three similar complaints identified during the search period, including this complaint.

Event description:
A customer reported that one of the physicians was unhappy with the results of estradiol (e2) on the tosoh aia-900 analyzer because the results did not match the clinical history of the patient. The samples were sent to labcorp and the results matched the expected result for the patient. Technical support specialist (tss) and clinical support specialist (css) have communicated the method-to-method differences, but the doctor is still not convinced. This particular doctor uses pellets (estradiol and testosterone combination) as hormone replacement therapy for their menopausal patients. Tss explained to the customer that upon research we have found that after pellet treatment the e2 levels increase abruptly and typically go as high as 190 pg/ml. Baseline values for e2 are very low since these patients are menopausal. It is possible that the doctor has a certain protocol that they follow for the testing after pellet treatment and subsequent adjustment of dose. It was explained to the customer that a 190 pg/ml on another method may not necessarily be the same on the tosoh. Therefore, a correlation study using only patients on pellet treatment was proposed. Once the correlation is completed; we can do a medical decision point analysis, which will give the customer an idea on what levels to expect on the tosoh assay. This should resolve the issue of the results not matching the clinical picture. It was also requested the customer test for fsh and testosterone. The fsh will go down while the e2 will go up after treatment, which will enable us to use that to verify the results. The customer will ensure that the sample is split into two aliquots one for tosoh and one for labcorp. They use serum from serum separator tubes. They are still collecting and splitting samples and will contact us with updates. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
Corrected information: section h6 under investigation findings code: 3221 - no findings available. Corrected information: section h6 under investigation conclusions: 4315 - cause not established. Additional information to section h6 under component code: 3050 - device ingredient or reagent. Additional information to section h10: technical support specialist (tss) followed up with the customer at a later date and the customer stated their electronic medical records (emr) encountered a ransom attack and they were unable to perform an estradiol (e2) correlation study at that time. Tss attempted to follow up with the customer several times and the customer is still unable to complete the study and requested case to be closed. The customer will reach out to tss if further assistance is needed. The instrument is currently in service.